Event description:
Report of a temperature port opening. Contact states the temperature port plug has separated several times during patient use. The separation was noted immediately in all cases. There have been no patient or staff injuries.